Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to remove the product used, which was incorrect in size.

Manufacturer narrative:
Examination of the reported device confirms it is a 11/13 taper. The initial reporting indicates the incorrect femoral head was provided to the hospital staff and implanted. The patient was reopened and the correct 12/14 taper femoral head was implanted. A search of the complaints databases finds no other similar reports against the product/lot code combination. The device labeling was reviewed and found to have not contributed to the reported issue. Product problem has not been identified. The root cause is attributed to inadvertent user error in prosthesis selection during implantation. The incident is considered isolated. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported device confirms it is a 11/13 taper. The intial reporting indicates the incorrect femoral head was provided to the hospital staff and implanted. The patient was reopened and the correct 12/14 taper femoral head was implanted. A search of the complaints databases finds no other similar reports against the product/lot code combination. The device labeling was reviewed and found to have not contributed to the reported issue. Product problem has not been identified. The root cause is attributed to inadvertant user error in prosthesis selection during implantation. The incident is considered isolated. Based on the performed investigation, the need for corrective action has not been indicated.